Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is assumed that the device did not work and the user exchanged it due to the following two possible reasons. There was irregularity with the compatible device. There was a connection problem with the cables. It is advised for the user to check ¿chapter 8 troubleshooting¿ of the instruction manual when this type of event occurs.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device and a thunderbeat was used. The device did not provide ultrasonic energy to the thunderbeat. The subject device was exchanged to another one. No patient injury was reported.